Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an optiflex nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B) (6) 2009 (patient age, gender, and weight are unknown). According to the complainant, the basket "snapped," leaving a portion of the basket cage inside the patient's kidney. The detached portion was retrieved using another retrieval basket. The procedure was successfully completed using another optiflex nitinol stone retrieval basket. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had a device previously explanted. A device history record review is currently in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.